Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received at the supplier facility and evaluated. The sales rep reported an issue of the image was not ideal and it had some rust on the inside of the lens. Per evaluation findings, this complaint cannot be confirmed. However, other defects were found. Per analysis by the supplier, the device revealed areas of stain and debris around the distal and proximal protection window of the video coupler. As there were no ferrous solders or additives used for soldering the sapphire windows, corrosion of the solder could be considered as unlikely. Under a microscope, the solder joints showed some slight irregularities in terms of the solder joint shape. They did not show a soft solder joint over the entire geometry, but some areas revealed some higher surface roughness cavities. These areas might cause reflexes of the gold coated window which appear to be debris or stain. However, the soldering joint was created with a validated soldering process and passed supplier´s outgoing quality check. The leak tightness of the soldered windows was still given, and the coupler did not show signs of moisture ingress. Therefore, corrosion from the inside of the hermetic housing could be excluded. The stain and debris could be removed by thorough cleaning with a cotton swab and acetone at the distal side. The endoscope connection showed slight scratches and impact points. This lead to the assumption that the supposed corrosion at the distal video coupler side was a result of (accumulated) residues from the use and improper reprocessing. The supposed stain on the proximal coupler side at the solder joints are reflexes from the circumferential gold coating of the sapphire protection window. The debris and stain observed might have caused the reported image problem, however, as the reported problem was not confirmed, a definite root cause for the issue that was experienced by the user cannot be determined. The repair activities including the exchange of endoscope connection were carried out to resolve the issues. After repair, the device was found to be working according to the specifications. A manufacturing record evaluation was performed for the finished device serial number (1812vg0744), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
As reported by the (B)(6) via email that before the second case they noticed that the image wasn't ideal and inspected the coupler ac ffl 22 after. It had some rust on the inside of the lens. No patient effected or surgical delay in case.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a manufacturing record evaluation was performed for the finished device [1812vg0744] number, and no non-conformances were identified d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.